Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15512. It was reported that when the patient presented via remote transmission with a red flag alert, far p-wave oversensing was observed on the right ventricular channel. More noise was observed on the right ventricular channel which was determined to be diaphragm or myopotential oversensing. Programming changes were made and pacing impedance dropped. The physician elected to reposition the right ventricular lead due to a possible perforation (B)(6) 2019 and the patient was stable following.